Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 487mg/dl. Correction boluses via the pump were delivered and manual injections were administered to address the bg levels. Reportedly, the customer performed multiple infusion set changes and the occlusion alarms continued. The customer switched to a different infusion set type and no additional occlusion alarms occurred. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.